Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.0.1, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that unable to replicate the issue upon system checkout. No hairline fractures on the monitor noted.. The navigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs captured multiple "cleared user-facing low performance warning" warning to user during navigation. Analysis found that the issue was related to the software. This issue was documented in a medtronic navigation software anomaly tracking database. B01, c10, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that the system camera cart monitor was unable to power on. The site rebooted the system and were able to get the monitor to display, however, during the spine case, the surgical team started experiencing software difficulties such as the buttons on the side of the navigation screen cutting in and out, and lateral images disappearing. The site also reported the surgeon had mentioned the software forcing the instruments or planning page when they were trying to navigate. There was less than an hour delay in surgery. There was no impact on patient outcome.